Event description:
A cracked and shattered touchscreen on a pump was reported after it was accidentally bumped with a cell phone. Although the screen was damaged, the customer could still interact with the pump, and there was no adverse impact to the customer's blood glucose level. Technical support (cts) agreed to replace the pump, advising the customer that the replacement would include updated software. The customer was informed of the return process for the defective pump and provided with instructions for putting the old pump into storage mode. The customer planned to continue using the current pump as backup therapy until the replacement arrived.